Event description:
The customer reported to customer service that she rec'd her breast pump as a gift on (B)(6) 2011 and began using it on (B)(6) 2011. Customer feels like the pump is not emptying her breasts and she developed mastitis.

Manufacturer narrative:
Customer service sent a replacement pump to the customer and a request was made for the customer to return the original pump. In f/u, the customer indicated that she both breast feeds and pumps for her baby and one week after her milk came in, she would pump and still feel full, to the point of feeling pain. She developed a fever and was diagnosed with mastitis for which she was prescribed an antibiotic. When she visited her doctor, he had a hospital grade pump in his office, which the customer tried, and she felt relief immediately. The doctor and customer feel that the pump is not malfunctioning, but that it is just not strong enough for her. The customer is going to switch to a hospital grade pump. The customer indicated that the mastitis has fully resolved and that she would return the pump for testing/analysis. However, the original pump has not been rec'd as of the date of this report. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." [Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The pump was not returned for testing/analysis, therefore, it cannot be definitely concluded that the pump caused or contributed to the mastitis. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed. We will monitor complaints for similar issues.